Event description:
It was reported that during a lap cholecystectomy procedure, the device was fired and the firing trigger locked to the handle. The jaws would not open. The surgeon was able to maneuver the jaws off the tissue. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.